Event description:
The customer claims to have experienced a static electric sensation when his pump vibrated for a reminder. There was no impact to the customer's blood glucose level, but there was a red mark on the customer's skin where the pump was located. Reportedly, the red mark was gone and there was no tenderness to the skin three hours later.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.